Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 500 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 349 mg/dl, and he has treated with the insulin pump and manual injections. The caller refused to continue testing and stated that the insulin pump was functioning properly. The customer's wife requested assistance in changing the basal rates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.